Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The user facility¿s biomedical engineer (biomed) is trained by the manufacturer and made the repair. No part was returned to the manufacturer as it was discarded by the biomed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor (uas) latch broke. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.